Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 30oct2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported an oxygen leak from the crossover solenoid. There was no patient or user harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 06nov2018. Date of manufacturer: 05nov2018. The customer confirmed that the check valve was torn. The customer replaced the check valve to resolve the issue.